Manufacturer narrative:
Additional information provided in d.9., d.10., h.3., h.6. And h.10. The lens was returned positioned incorrectly in the lens case. Blood and solution was dried on the lens. Both haptics were bent in the gusset and distal area. One haptic was broken in the distal tip area (not returned). The optic was pressed between the posts and down into the well area of the lens case. The optic has scratches and a large split/crack. A qualified cartridge and handpiece were indicated with a non-qualified viscoelastic. Upon return, the lens was observed to be placed into the lens case incorrectly resulting in damage. The reported optic damage was observed. The root cause for the reported damage may be related to a failure to follow the instruction for use (IFU). A non-qualified viscoelastic was indicated. Per the IFU: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
During the cataract surgery with intraocular lens implant procedure, the scratch was seen on the optic. The iol was replaced with another iol. There was no patient harm reported. Additional information has been requested.